Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when the anatomy was accessed from above the 11th rib, the sheath buckled and its tip became blunt, which sheared the tissue and caused more bleeding. No further intervention was required to control the bleeding and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.